Event description:
Patient reported having loss of therapeutic effect for implantable neurostimulator (ins). Patient was using their therapy but it was not helping anymore. Patient was back to peeing almost as much as before (caller wearing more and more pads). Patient was implanted because they could not tell when they needed to urinate - caller woke up in the morning soaking wet, urine running down their leg, and trying to get to bathroom. Patient was urinating as much as before (caller stated (B)(6) 2015, early 2016 was ok but symptoms worsened over summer 2016 and fully returned about sep/oct 2016). Patient could barely feel stimulation but what they did not feel it vaginally. Patient felt stimulation every now and again while sitting or doing certain activities. Patient reported that fall could be related to this issue. Patient reported falling suddenly at the mall in (B)(6) 2016. They were walking with their sister and tripped on a dip in the flooring and fell on their right side - caller's face struck the marble tree planter - cracking caller's teeth and swollen eye (not related to device). Patient was felt stimulation in correct area. Caller switched from program 1 at 5 v to program 2 at 4.3 v. Patient mentioned a previous incident of increasing stimulation to the point where stimulation felt 'like a hot piece of iron'. It meant of painful and uncomfortable stimulation. Patient considered decreasing amplitude and it eliminated the issue of that. Patient was implanted for gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.